Event description:
Device report from synthes reports an event in australia as follows: it was reported that a patient was implanted with a trochanteric fixation nail-advanced tfna) system on (B)(6) 2029. On an unknown postoperative date tfna nail (aperture of the nail) broke and patient had a reverse oblique fracture and nonunion. Patient underwent revision surgery on (B)(6) 2020. No further information is provided. Concomitant device reported: tfna helical blade (part # unknown, lot # unknown, quantity 1), tfna end cap (part # unknown, lot # unknown, quantity 1), locking screw (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a broken tfna nail (aperture of the nail) - reverse oblique fracture. The impacted product: - 1 x 130 deg tfna long nail with blade. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).